Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 04/03/2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced skin reaction which occurred on an unspecified number of days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient experienced sensor failure and removed the sensor. On (B)(6) 2025, the patient developed a pimple/bump and swelling at the insertion site which prompted him to consult a physician at an urgent care clinic. The physician checked the insertion site, cleansed the area, applied a bandage, and prescribed a course of unspecified oral antibiotic medication (unspecified dosage twice per day, once in the morning and at night for 10 days) and topical mupirocin ointment. At the time of report, the swelling had already subsided. No additional event or patient information is available.